Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to moisture damaged found on lcd board. Unit had corroded motor home switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have moisture under display screen due to customer briefly getting into swimming pool with insulin pump. Customer's blood glucose was 133 mg/dl. It was reported that insulin pump was not dropped and was not cracked. Customer was advised that insulin pump would need to be replaced.